Event description:
A review of service data detected a reportable event. During servicing, contamination was found in battery pack sn (B)(4). The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation contamination was discovered on the battery pack pca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery pack. The last pt to use this battery pack did not report any deficiencies.